Event description:
It was reported that a malfunction alarm occurred, indicated by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information to reset the pump. After the pump was reset, the malfunction did not recur, and the customer was instructed to call back if the issue reappeared. The customer understood the instructions and was able to continue using the pump.